Event description:
It was reported that patient experienced persistent driveline power fault alarms. A self-test was performed and the alarms immediately returned. The alarms started around 10am. Log files captured driveline power faults starting on (B)(6) 2026 at 08:38 and continued for the remainder of the log. Submitted photos showed some debris/corrosion. Although it was unable to capture a picture of the pump side connector, it had similar appearance. A system controller exchange was performed along with the modular cable on (B)(6) 2026 and the alarms resolved.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms and debris in the modular cable connector was confirmed via log file analysis, submitted photos, and evaluation of the heartmate 3 modular cable (lot number 8250763). Review of the log files revealed on (B)(6) 2026 at 08:38:37, a driveline power fault alarm activated due to a power a broken fault. The alarm was not resolved before the system controller and modular cable were exchanged at 15:26:21. The alarm did not affect the system controller¿s ability to operate the pump at the set speed. Photos submitted by the customer revealed debris within the modular cable¿s inline connector. Visual inspection of the returned mod cable confirmed debris throughout the connector, including on the pins and base of the pins. The integrity of the wires in the modular cable was tested and the cable passed. The modular cable was connected to the returned system controller and a test pump, and the modular cable operated the pump for an extended period of time without any issues. The driveline fault alarm was not reproduced throughout testing. The outer jacket and protective layers of the cable were removed and inspected; no damage was observed to the underlying conductors. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. Reported information stated that the pump side connector contains debris and the alarms resolved following the equipment exchange. The root cause for the reported event was unable to be conclusively determined through this analysis; however, the debris within the modular cable could have contributed to the cause of the alarms. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 2 of the IFU, ¿system operations¿, explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instruction on how to do so. Several sections of the IFU and patient handbook warn the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Additionally, section 4 of the patient handbook, ¿living with the heartmate 3¿, and section 7 of the patient handbook, ¿frequently asked questions¿, contains information on proper showering methods. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide additional instructions regarding driveline care in sub-sections entitled, ¿what not to do: driveline and cables¿. Furthermore, section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. Section 10 ¿safety checklists¿ of the patient handbook provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. The patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.